Event description:
It was reported by svc report that the gas spring on the fowler was not holding and was leaking fluid. It is unk if there was pt involvement or if there are adverse consequences to report.